Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was not working properly. The patient was hospitalized for ketoacidosis and was unconscious and in a coma. The patient's blood glucose result was 500 mg/dl. The patient was treated with an unknown type of insulin at the hospital. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.